Manufacturer narrative:
Based on the information provided, no conclusion can be made. There is no indication in the information provided indicating a connection between the alleged "blockage" and the perfix plug. The cause for the reported "discomfort in the area of the patch" while walking is unknown at this time. A manufacturing review that was performed and found that the lot was manufactured to specification. Note, the date of implant was estimated as an exact date was not provided. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
The has been alleged that in (B)(6) 2019 the patient was implanted with a bard perfix plug. It is further alleged that in (B)(6) 2019 and in (B)(6) 2019 the patient experienced a blocked colon. As reported the issue was resolved with laxatives, but the patient was hospitalized for the pain. The patient underwent a CT scan with contrast and one without, but it did not reveal problems that could have caused the blockage. It is additionally alleged that the patient has discomfort in the area of the patch when she walks the reporter is concerned the mesh could be related to the patient's blockage issues. As reported the patient has an appointment with a gastroenterologist to try and find out what caused the blockages.